Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion with a 45 degrees bend, was located in the moderately tortuous and non-calcified left anterior descending artery. After a 3.5 6f non-bsc guide catheter and wire were in place, pre-dilatation was performed using a 1.5 x 15mm and a 2.0 x 15mm emerge balloon catheters at 16 atmospheres. A 2.25x28mm promus element plus drug-eluting stent was then advanced to treat the lesion; however, resistance was encountered at the proximal part. After several attempts were made to push the device, the shaft broke 1-2 cm proximal to the stent. The device was removed and a 2.24 x 24mm and a 3.0 x 28mm promus element drug-eluting stents were then deployed in overlapping manner in the mid to proximal area and the procedure was completed. No patient complications were reported and the patients status is stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion with a 45 degrees bend, was located in the moderately tortuous and non-calcified left anterior descending artery. After a 3.5 6f non-bsc guide catheter and wire were in place, pre-dilatation was performed using a 1.5 x 15mm and a 2.0 x 15mm emerge balloon catheters at 16 atmospheres. A 2.25x28mm promus element plus drug-eluting stent was then advanced to treat the lesion; however, resistance was encountered at the proximal part. After several attempts were made to push the device, the shaft broke 1-2 cm proximal to the stent. The device was removed and a 2.24 x 24mm and a 3.0 x 28mm promus element drug-eluting stents were then deployed in overlapping manner in the mid to proximal area and the procedure was completed. No patient complications were reported and the patients status is stable. It was further reported that when the device was opened the physician saw that the tip of the device was bent so the device was not used.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Bsc aware date corrected from 03/29/2019 to 03/20/2019. Initial reporter country corrected from (B)(6).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion with a 45 degrees bend, was located in the moderately tortuous and non-calcified left anterior descending artery. After a 3.5 6f non-bsc guide catheter and wire were in place, pre-dilatation was performed using a 1.5 x 15mm and a 2.0 x 15mm emerge balloon catheters at 16 atmospheres. A 2.25x28mm promus element plus drug-eluting stent was then advanced to treat the lesion; however, resistance was encountered at the proximal part. After several attempts were made to push the device, the shaft broke 1-2 cm proximal to the stent. The device was removed and a 2.24 x 24mm and a 3.0 x 28mm promus element drug-eluting stents were then deployed in overlapping manner in the mid to proximal area and the procedure was completed. No patient complications were reported and the patients status is stable. It was further reported that when the device was opened the physician saw that the tip of the device was bent so the device was not used.